Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive used in the procedure was returned to medtronic for evaluation. The registration performed was acceptable. Though the coverage bar was not full, the error metric was passing.

Event description:
A medtronic representative reported that, while in a cranial biopsy, an imprecision was noticed following completion of the procedure. It was noted that registration in the procedure passed. A post-operative computed tomography (CT) scan showed that there was an air pocket superior to the biopsy region and that all samples returned as healthy brain tissue. There was no reported delay to the procedure due to this issue. No additional information was provided.

Manufacturer narrative:
The post operative exam from the procedure was sent to medtronic for evaluation. It was reported that a small area superior of the tumor was appeared to be in the path of the biopsy needle.